Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that patient presented remotely via merlin.net on (B)(6) 2021 with noise over-sensing exhibited by their right ventricular lead. The lead was explanted and replaced on (B)(6) 2021. Patient was discharged after the procedure and no patient symptoms were reported.